Manufacturer narrative:
Correction: on 12-jan-2016, a medtronic representative performed a navigation system check-out, all areas passed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. On 01/03/2016 - a medtronic representative performed a navigation system planned maintenance (pm), all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system camera was detecting passive instruments intermittently. No further details regarding the reported behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Device manufacture date provided.